Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. As a proactive measure the rtos, backplane, and fluoro function circuit boards were replaced along with the governing power supply ps1. All adjustments were made and the software reloaded. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9900 locked up and had to be reinitialized to continue operation. The problem is reported to be ongoing and intermittent. There was no adverse patient involvement reported. There was no patient information reported.